Event description:
Report received that the male luer slip adapter broke during disconnect. The pt was receiving an unspecified IV solution thought to be saline using a secondary tubing set. The set was attached to the clave port of the primary IV administration tubing. After completion of the ivpb infusion, the rn disconnected the secondary tubing set from the primary IV set. The customer reported it was difficult to unscrew the male luer slip adapter from the clave port. The nurse put more force in the process and the "luer slip cracked". A piece was left attached to the clave port. The nurse changed both administration tubing sets. There was report of an unspecified amount of blood back up from the IV site. The infusion was resumed without problem. The pt did not experience adverse effects. Additional information was requested, but no further info was available.